Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade stopped coming out from the sheath during use. It is not known how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Since the main and trigger housing were returned in disassembled condition, none of the functional tests could be performed. The relative rotation between outer sheath and drive tube was not affected. The device did not operate as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.